Event description:
Edwards received information through its implant patient registry that a 23mm bioprosthetic aortic valve was explanted and replaced with the same model, same size device. Through follow up with the health care provider, it was learned this valve was explanted due to paravalvular leak. The operative report provided indicates this patient had an aortic valve replacement, mitral valve and tricuspid valve repair. Following that operation, he did not do very well. He presented with class iii heart failure symptoms with severe mitral regurgitation and prosthetic aortic valve perivalvular leak some eight (8) months post implant. After valve replacement, the patient came off bypass without too much difficulty. The patient was transported to ICU in stable condition. This device was not returned for evaluation because it was discarded. Pathology report provided describes the valve and leaflets as "it consists of a removed trileaflet bioprosthetic heart valve, which includes a blood tinged cloth covered metallic ring measuring 3cm in diameter and 0.5 cm in thickness. Each one of the leaflets measures 1.5x1x0.1 cm. All are freely mobile with no gross evidence of defect present. No evidence of thrombus or vegetations is seen. No adherent soft tissue is identified attached to this material. Gross only." The operative report was received which indicates this patient had his aortic valve explanted due to perivalvular leak. Several sutures had cut through the annular tissue.

Manufacturer narrative:
This device is not available for return and evaluation because it was discarded by the hospital. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This valve was reportedly explanted due to a paravalvular leak. However, the operative report did not provide any additional information regarding this clinical comment. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragil tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action applies to this case. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.